Manufacturer narrative:
The beckman coulter field service engineer (fse) confirmed that the primary failure mode was defective ise tubing and 3-way sample valve. The fse replaced ise tubing and the 3-way sample valve to resolve the issue. Also, proactively replaced the sample probe, the buffer syringe, the wash syringe and disinfected the sample probe wash well as well. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of low sodium (na) and chloride (cl) results for patient samples on their au5800 clinical chemistry analyzer (pn b23279, sn (B)(6)) ion selective electrode (ise). There was no injury, death or delay/change in treatment associated with this event. The customer did not provide patient data and/or patient demographics.